Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: 00801803603 63552317 femoral head sterile product do not resterilize 12/14 taper; 00630505036 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot 63386227. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately 1 week post-implantation due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.